Event description:
Hypoglycemia with loss of consciousness[coma hypoglycaemic]: case description: a pt, who had been using a novolinpen device for 10 years, reportedly experienced hypoglycaemia with loss of consciousness after the first injection the pt took when pt switched from the novolinpen to a novopen 1.5 device. The pt purchased the device in question at pt's pharmacy one year ago and although pt's physician and his nurse instructed the pt on how to use the device at that time, pt did not begin using the device until dec 2000. Pt also started that when pt purchased the novopen 1.5 device one year ago, it was in a box marked "novolinpen". Therefore, pt thought the functioning of the novopen 1.5 was the same as the novolinpen; however, the instructions and warranty in the box were for novopen 1.5. The pt mentioned that pt was "playing around" with the device prior to using it for the first time by turning the dial up to the maximum dosage, which was 40 units. Pt then rest the dose back to zero by turning the dial backwards, the way the pt did with the old novolinpen, instead of resetting the dose according to the novopen 1.5 instructions. The pt then set the dose to 24 units, which is the usual dose of humalog insulin, took the injection, and ate a larger than normal meal. When the pt was finished caring, the pt called family member. While speaking to the family member, the pt became very tired and passed out. The pt's spouse administered an injection of glucagon and the pt recovered without any further medical treatment. The pt suspects that the device delivered 64 units of insulin instead of 24 units because the pt dialed the dose to 40 and then reset it to zero before dialing up the 24-unit dose. The pt has continued to use the device without any further problems since reviewing the novopen 1.5 instruction manual. The pt did not notify the physician of the event. F/u info rec'd on 1/16/2001. The pt reported that the blood glucose level at the time of the event was 18 mg/dl.